Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: crease flat, white particles in the shell and crack valve. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported ""totally deflated" implant on left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ""totally deflated" implant on left side. The device has been explanted.